Event description:
On (B)(6) 2012, customer reported that there was a blood and diluent leak in the lh750 slidemaker. Customer stated that the leak was contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found the I-beam tubing that connects fitting union 1 to the dispense probe had a hole in it. Fse replaced the tubing and the leak was resolved. Repairs were verified as per established procedures and results met published performance specifications.

Manufacturer narrative:
(B)(4).